Manufacturer narrative:
See investigation attach.

Event description:
Allegedly, in or about (B)(6)2008, the patient underwent right hip replacement surgery at (B)(6) hospital. The patients right hip consisted of the following parts: profemur plasma z stem, profemur neck, conserve total fem head with bfh technology and conserve plus shell. Following the surgery, the patient suffered hip pain. On or about (B)(6) 2010, the patient underwent another right hip surgery. On or about (B)(6) 2014, the patient's blood test showed that the hip has given him heavy metal poisoning. On or about (B)(6)2015, the patient underwent surgery to remove the hip at (B)(6) hospital. The patient sustained injuries including: chromium poisoning, cobalt poisoning, metallosis, pseudotumours, chronic pain and mental injuries.